Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Patient's father reported patient has experienced elevated blood glucose level of 14.5 mmol/l. Father stated patient has been giving boluses all day to bring blood glucose level down but it is not going down. Father alleges infusion device is not delivering insulin accurately. Father reported patient is going to disconnect from the infusion device and go on injections and continue to monitor his blood glucose levels. Patient's normal blood glucose range was not provided. Father stated there are no errors appearing on the infusion device. Father reported the following blood glucose levels occurred on (B)(6) 2014 on the patient's performa combo meter: at 12:30pm he got a reading of 14.8mmol/l, and then did a correction bolus of 2.9 units. At 2:30pm his reading was 14.2mol/l. At 5:00pm he felt dizzy and symptoms of hypoglycemia, so ate some chocolate. At 5:30pm his reading was 14.7mmol/l. At 6:50pm reading was 5.5mmol/l. Father did not report patient needing assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device, blood glucose monitoring device, and infusion set for evaluation.